Event description:
It was reported that this implantable cardioverter defibrillator (crt-d) delivered inappropriate electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed reprogramming options. Device remains in service. No additional adverse patient effects were reported.